Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced and the kilovolts were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays and displayed an error message. No pt injury was reported.